Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, dr. (B)(6) stated that the shapematch surgical plan for pt (B)(6) was not planned per his default alignment parameters. The shapematch cutting guides were used in surgery and post-operative radiographs were reviewed with the per submitter.